Event description:
The customer's mother reported via phone call that she experienced a low blood glucose level of 30 mg/dl. The customer experienced low blood glucose levels and it may have been due to accidental button pressing. She treated her low blood glucose with glucose tablets and food. The customer received the voluntary scroll wrap recall letter. She wanted the insulin pump replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.